Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b3, b4, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the unit was evaluated at flex and it was determined the housing was damaged and the touchscreen was defective as it failed the power on test, displayed a white light, and had loose cables. The unit was returned to the original manufacturer and had the front housing, display, and flex assembly replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number : (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the tourniquet spontaneously deflated. The event occurred outside the surgical environment. No harm or delay was reported. No adverse events were reported as a result of this malfunction.